Event description:
Customer reported that she experienced low blood glucose of 34 mg/dl; treated with juice. Customer stated that one sensor broke in the serter. Customer also reported that she had bleeding at insertions site twice. Customer stated that the site is not actively bleeding and blood is visible on the sensor connector. Nothing further reported.

Manufacturer narrative:
Reliability analysis not required. Unable to perform insertion test due to sensor returned opened or used. Insertion needle not returned.